Event description:
Knee infection, unspecified infections. Info was rec'd in 2001 from a consumer's spouse. The caller reported that pt rec'd three intra-articular injections of synvisc within 3 months in 2000 into the left knee. The pt has a history of a torn meniscus and fractured knee and concomittantly takes vioxx (rofecoxib) for an unspecified indication. About two weeks after receiving the third synvisc injection, the caller reported the pt experienced swelling in the injected knee. An effusion occurred and 100 ccs of fluid was removed. The caller reported the pt developed a "staph" infection of the left knee, was hospitalized, and required emergency surgery. The caller also reported the pt has experienced two other unspecified infections in other parts of pt's body since receiving the last synvisc injection in 2000. The pt's clinical outcome was not reported.